Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. No further information is available at this time. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).